Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The poor image resolution was related to patient and procedural circumstances. Mitral valve insufficiency/mr was due to slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation, requiring intervention. It was reported that this was a mitraclip procedure was performed to treat functional mitral regurgitation (mr) of grade 4. Patient anatomy included a restricted posterior mitral leaflet and challenging imaging, related to dilated chambers and rotated heart. One clip was implanted and the mr was reduced to grade 1-2. Some time after the procedure, a single leaflet device attachment (slda) occurred and the mr increased to grade 3-4. On (B)(6) 2021, the patient underwent a second mitraclip procedure, with implant of one additional clip. The mr was reduced to grade 2+ and the patient was doing well post procedure. No additional information was provided.